Event description:
The device was explanted and not replaced according to the manufacturer's records.

Event description:
It was reported that the patient was scheduled for elective pump replacement; elective replacement indicator (eri) 3 months. Both pump and the catheter were explanted as the catheter was coiled and twisted in the pump pocket. The patient was not re-implanted at the time of the report. There was no injury and the patient recovered without sequela in the or. The pump delivered morphine and bupivacaine.

Manufacturer narrative:
Catheter, model # 8709, serial # (B)(4), implanted on: (B)(6) 2005 explanted on: (B)(6) 2012 (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found the pump/ pump head and a deformed pump tube. The pump did pass patency and dispense testing for accuracy. The pump did show an anomaly during the 1 rev dispense testing due to odd looking graphing during lab testing only. The odd looking graph indicated a possible pump tube issue; in this case, it did not affect accuracy of the infusion of the pump. The pump tube was discolored, kink in the outlet side, and had lost some of it's elasticity. It is believed that the condition of the pump tube is what caused the dispense test graph to appear odd. This pump also did have an occluded catheter attached, which may or may not have contributed to the pump tube condition. A motor stall recovery indicator was found in the pump logs, this is an indication that at some time during pump life a motor stall and recovery had occurred, the pump logs did not indicate a continuous pattern of motor stall and recoveries, no motor stalls occurred while in the lab for testing. Analysis of the catheter found the catheter and catheter body had significant twisting that may have affected infusion. The catheter was all twisted and no longer patent due to the extended damage on the catheter body. The catheter was cut up into sections for internal decontamination and sections that they were unable to do internal decontamination, were disposed per work instruction and approved by engineer. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.